Manufacturer narrative:
The reported complaint was confirmed. Per the manufacturer's subsidiary, the cable was changed. Their technician replaced the casing assembly and core flex shaft resolving the issue. There will be no parts returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the sternal saw had a damaged cable. No other details regarding the nature of this event were provided.